Event description:
It was reported the valve developed a mass lesion arising from the left side of the atrial septum. The patient was taken to surgery for resection of the mass and a maze procedure for atrial fibrillation upon resection, the mass was identified to be an organized clot and there was a sheath like layer of similar thrombus over the left atrial wall along the inferior aspect of the wall and extending to the prosthetic valve annulus. The 33mm valve appeared normal and was competent. The patient was transferred to intensive care unit in satisfactory condition. Pathology specimen findings: left atrial mass showed organizing thrombus with focal basophilic change and focal chronic inflammation of the right atrium.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, intervention was taken and there were no complications reported. Based on the information received the cause is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up with the healthcare provider edwards learned approximately four (4) years after implant of the 33mm mitral bioprosthetic valve the patient went re-operation. The reason for re-operation was due to thrombus. It was reported the valve developed a mass lesion arising from the left side of the atrial septum so cox maze was performed. Upon resection the mass was identified to be an organized clot. The 33mm valve remains implanted. There were no complications reported.